Manufacturer narrative:
Internal insulation abrasion was noted at 15.1 cm to 16.8 cm from the distal tip. One of the etfe coatings was abraded while the other etfe coating was intact at this location. Externalized conductors due to internal insulation were noted at 9.4 cm to 13.2 cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an x-ray was performed and showed externalized conductors. The patient was rescheduled for lead extraction. On (B)(6) 2017, a lead extraction was performed without complication. There were no adverse patient events.